Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. Therefore, this initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per device IFU. Approximately two (2) years post initial procedure the routine follow-up identified a type 3a endoleak. Reintervention was completed with implant of an afx vela infrarenal and an additional afx2 bifurcated stent graft, successfully sealing the type 3a endoleak. The final patient status was reported to be doing well.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. Therefore, this initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per device IFU. Approximately two (2) years post initial procedure the routine follow-up identified a type 3a endoleak. Reintervention was completed with implant of an afx vela infrarenal and an additional afx2 bifurcated stent graft, successfully sealing the type 3a endoleak. The final patient status was reported to be doing well. Additional information: a clinical assessment determined that there was evidence to reasonably suggest sac growth of 23.3mm had also occurred. The sac growth was discovered during a review of the 25-month post-index (CT) computed tomography scan. It was also determined that it was not a 3a endoleak but a 1b endoleak that the patient had endured.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac growth of 23.3mm also occurred. The sac growth was discovered during a review of the 25-month post-index (CT) computed tomography scan. The most likely causation for the type 1b endoleak is user-related. The left common iliac artery diameter was off-label at 7.4mm (should be 10-23mm). There was also an off-label concomitant product use of an ovation extender in the right common iliac artery. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem . G4: date received by manufacturer - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.